Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the phenomenon is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera exhibited a wobbly image. There was no patient involvement.